Event description:
Pt found pulseless on 5/15/97, 2250-resuscitated and transferred to ICU, diagnostic report indicated device delivered 750v (37.9j). At 00:10, asystole versus, fine v-fib noted. Device delivered 750v (38.1j). Transcutaneous pacer applied with variable capture. Last event per diagnostic was at 00:43 cardioversion with 750v (38.0j) at 01:37, pulseless electrical activity even with external pacing.